Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.0 diopter, in the patient's eye. The lens was explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.